Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 611 mg/dl and dka (diabetic ketoacidosis); cause was not known. Customer went to the emergency room with moderate ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous insulin and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.